Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent a full revision (battery prophylactically), and that the lead was seen with high impedance and was frayed. The suspect device has not been received to date. No additional relevant information has been received to date.

Event description:
Product analysis was completed on the non-suspect generator product. Internal generator data was reviewed and additional high impedance values were seen during implant.

Event description:
Additional information was received that a lead fracture was visualized immediately upon revision and high impedance was seen weeks prior to the revision. The suspect device was received and is pending completion of product analysis.

Event description:
Product analysis was completed on the suspect lead. The lead was returned in one portion and the electrode array and tie downs were not returned. Four full sets of setscrew marks on the connector pin and one additional full set near the end tip of the connector pin were seen, indicating that the connector pin had not been fully inserted into the generator at one time. The location of the four setscrew marks provides evidence of proper mechanical contact and a good electrical connection. The lead connector was inserted completely into the generator header and no anomalies were seen preventing the connector pin from being fully inserted. The small and large o-rings are slanted back and abrasions were observed on the connector boot and outer tubing in various areas. Abraded openings were observed on the outer tubing in two places, with the inner tubes and coils protruding out of the tubing at one opening, possibly caused by wear. Tie down abrasions were observed on the outer silicone tubing in one place and the end of the outer/inner tubes and coils are cut. Dried bodily fluids were seen inside the inner and outer tubes with no obvious path of fluid ingress other than the identified abraded openings and cut end. White deposits were seen on the outer tubing in some areas and are associated with organic processes as a result of implantation. Coils are stretched and tubing is compressed in some areas, most likely occurring due to manipulation of the lead during the explant process. Incisions were made to allow for continuity checks and the ring to end and pin to end were good and showed no open circuit condition. Product analysis worksheet was reviewed and no other anomalies were seen outside of the previously mentioned. Photos were reviewed and the above anomalies were seen. The allegation of ¿mechanical problem, abraded insulation" was confirmed. The allegation of "fracture of lead(s), failure of device" was not confirmed. Although not conclusive, improper lead insertion may have been a contributing factor to the report of lead fracture. Note that since a portion of the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.